Event description:
It was reported by the patient that she underwent a total hip arthroplasty in 2008, in which she received a durom acetabular cup. Revision surgery is scheduled for 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc, which markets the devices in the u.s.